Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. A surgical procedure was performed, during which the pump was refilled. There were no patient complications reported.